Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged due to implantable cardioverter defibrillator (ICD) migration. The ra lead was capped and replaced. The ICD was repositioned remains in use. No patient complications have been reported as a result of this event.